Event description:
It was reported that the customer received a no delivery alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
The insulin pump passed functional tests. No motor anomaly was noted during our testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.